Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 516 mg/dl at the time of call and other related blood glucose were 476, 516, 427, 308, 298, 140 mg/dl. Customer treated with insulin pump. Customer also stated that she has not received any alarms from the pump. The product will not be returned for analysis.